Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The sheath was noted to have blood spots on the sheath tubing. The visual examination under microscope revealed the sheath tip to be partially sheared off while a part of it was still attached to the sheath tip. The dilator tip was noticed to be slightly deformed as well. An evaluation of the retention samples from the reported lot as well as the surrounding lots was conducted. Visual examination revealed no anomalies. Dimensional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined, it is likely that a significant amount of force was used to manipulate the sheath against very hard objects such as calcium and/or significant scar tissue resulting in the reported event. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the destination device. Follow up communication with the user facility confirmed the following information: the destination device was not able to access the vessel; and there was no patient injury or medical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information received. Additional information received on june 30, 2016 stated that the customer changed to a cook ansel device and successfully completed the procedure. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.